Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a percutaneous transluminal coronary angioplasty interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred [suture retrieval issue]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for evaluation. The cuff miss was not confirmed as the required components were not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely that a double cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The other damage noted in analysis is considered post procedural handling and is not related to the malfunction of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.